Manufacturer narrative:
During the surgical procedure, the surgeon was concerned his perspiration went through the gown and prescribed another antibiotic prophylactically for the patient. The gown is a component in a custom procedural pack. Three used gowns from the pack were returned and evaluated. Strike through could not be confirmed with the returned samples. The contact reported that no serious injury resulted. Due to the additional antibiotic prescribed, this medwatch is being filed.

Event description:
The surgeon was concerned his perspiration went through the gown and prescribed another antibiotic prophylactically.